Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that the site had alleged inaccuracy. The surgeon felt inaccurate on the softer parts of the patient's head after passing with 2.1. They attempted to re-register multiple times and they were not satisfied with the attempts. The surgeon wanted to go back to the first registration after it was found that the child was scanned in the headframe and the softer areas of the skin were where they were being held. After selecting the registration it loaded with trace pattern and 2.1 registration. They site hit verify registration and inside the viewing boxes it showed low performance mode, which was captured in a separate event. They clicked back into the registration and the accuracy jumped to 32mm. The surgeon then went to the last registration attempt and it passed with a metric of 3.4 and they resumed as normal. The surgeon was satisfied with the case. The manufacturing representative on site confirmed the alleged inaccuracy was due to soft tissue difference since the infant was scanned in a head holder. They stated that the surgeon agreed it was accurate after all, though it looked to be navigating too deep. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Information is provided in the future, a supplemental report will be issued.